Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient experienced infusion set fell off during use, the blood glucose level was 6.4mmol/l. The infusion set used for 2 hours. Tap was applied over the infusion set. Insertion area was cleaned, air dried and free from hair. The issue got resolved by replacing the infusion set and resumed insulin successfully. No further information available.